Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: tricuspid valve reconstruction in patients with right heart decompensation due to severe tricuspid regurgitation on lvad support. Journal of clinical medicine. 2024, 13, 6705. Doi: 10.3390/jcm13226705 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding tricuspid valve repair (tvr) in patients with right heart dysfunction after left ventricular assist device (lvad) implantation. The authors described a patient who experienced severe right ventricular (rv) dysfunction post vad implant. Temporary right vad was required, and the rvad was removed fifteen days later. After being stable for more than two years, the patient showed increased tricuspid regurgitation (tr) and recurrently presented to the clinic. More than three years after vad implantation, the patient presented with massive ascites and pleural effusion. Echocardiography showed an impaired rv function with severe tr along with increased dyspnea, which led to tvr. Postoperatively, the tricuspid valve showed only minimal insufficiency. However, during further treatment in the intensive care unit, the patient developed a paralytic ileus which required surgical intervention (ileostomy). Subsequent complications led to septic shock, and the patient died. The status of the device is unknown. No additional adverse patient effects were reported.